Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the hospital. The device was in a backup vvi mode. Possible output circuit damage and possible hv lead issue alerts message were presented. It was later reported and confirmed by the patient's family that the patient passed away. No further information is available.